Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in threshold and impedance over a period of time, and there was a polarity switch from bipolar to unipolar. The lead was reprogrammed. During a revision procedure, it was found that there was insufficient tightening of the set screw in the connector for the rv lead, which was causing the issues with it. The implantable pulse generator (ipg) was explanted and replaced no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.